Manufacturer narrative:
H6: the device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test and there was low vacuum alarm. Further investigation revealed a faulty suction pump inside the device, establishing a relationship between the device and the reported event. The root cause was identified as a faulty suction pump. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go failed for low suction. No case involved. No patient involved. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.